Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this tachy device malfunctioned and came very close to killing the patient. The physician then elected to remove and replace the device. No additional adverse patient effects were reported.